Event description:
Ambulance stretcher lowered one position with pt on board. No injury to pt or operator.

Manufacturer narrative:
Manufacturer's investigation is continuing. Arrangements are pending for unit to be returned to manufacturer for evaluation.